Event description:
It was reported via repair work order that the stretcher is stuck in reverse trend and will not lower due to a disconnected trend pedal release linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.